Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue for this incident. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other nc trek device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat an unknown coronary lesion. During the second inflation, the nc trek rx 3.75 x 12 mm balloon ruptured. The device was removed and replaced with another same size and lot nc trek balloon but this balloon ruptured also. Another balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the date received by MFR. Date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.